Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment, there was tissue built up on the jaw of the device. A probe check was performed and the device failed the probe check. A u509 error code was observed due to the broken probe. The broken portion of the probe was not returned with the device and approximately measures 17mm. Visual inspection on the device was performed and found the teflon pad had a normal wear; however no metal was exposed. The user¿s complaint was confirmed. The most likely cause for such probe damage is due to the probe grasping a thick tissue or coming in contact with hard or metallic objects during activation. This type of probe breakage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe and teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a procedure the tip broke off. Furthermore, olympus was informed that the broken part was retrieved successfully using forceps. It was unknown if there was any damage to the teflon pad or metal was exposure. No medical or surgical intervention was needed. The device was inspected prior to use and no abnormalities were observed. The intended laparoscopic assisted vaginal hysterectomy procedure was completed using another thunderbeat device. In addition, the user facility could not specify the error displayed on the generator. There was no patient injury reported.